Manufacturer narrative:
Attempts have been made to obtain the product and requests for additional information. The sensor involved could not be identified as it was put back into service after the incident occurred. Since no product is being returned an analysis cannot be performed. If new information is obtained, a follow up report will be submitted.

Event description:
Customer reported "thermal burns caused by a tc-1 ear sensor". The injury was reported after 3-4 days into the patient's stay. The ear sensor has been pulled from service, but are mixed among the department supply; therefore, sensor cannot be identified. There are no pictures of the thermal burn, but the described area was measured by the customer and they verified that the burn appeared to match the circles on the emitter and detector. It was confirmed that no product is being returned and the product was in use after the incident occurred and it would be difficult to identify.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.